Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the main pcb to fix the reported issue.

Manufacturer narrative:
Corrected data: malfunction. No patient injury.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded exported events. Perform xdcr calibration on 0cmh2o for pt801 pass at a/d 1458 note min 1350 max 1678 prev 1519. Powered on in operating mode with oscilloscope connected to xdcr pt801 and solenoid s904, reported problem was duplicated at power up. Findings/root-cause: reported problem was duplicated and isolated to bad component solenoid.

Event description:
The customer reported that the ventilator gave a transducer fault with audible and visual alarms. No patient involvement.

Manufacturer narrative:
Device was in use on a patient when the event occurred. The device required intervention to prevent permanent impairment / damage. Evaluation codes required updating to reflect the device analysis documented in follow-up.